Event description:
It was reported the device was no longer connecting to the remote monitoring smartphone application via bluetooth low energy (ble) telemetry. No intervention has been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained.